Manufacturer narrative:
Zoll med corp has not received the product for eval and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing the device failed to discharge. Complainant did not indicate that there was any patient involvement in the reported malfunction.